Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A pairing test was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The reported event of a pair new transmitter message is reportable based on the finding of a transmitter failed error. The probable cause could not be determined. No injury or medical intervention was reported.